Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Optical reader a and b were standardized, passage of an efc a and b and normalization ratios verified. Device conforms to bd specifications. The complaint is confirmed. The root cause is unknown. There is an open CAPA# 1632720 to resolve these issues related to bd sars covid assay. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks or hazards were identified based on this investigation. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ instrument a high level of false positive results were obtained by the laboratory personnel. Erroneous results were not reported out, and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd max¿ instrument a high level of false positive results were obtained by the laboratory personnel. Erroneous results were not reported out, and there was no report of patient impact.